Event description:
The patient was reportedly experiencing local swelling and redness at the implant site without abscess from an infection possibly from insect bites. The patient did not have any open wound. A surgical procedure was performed to open and drain the wound. Some fluid was cultured from the wound, which showed (B)(6). The wound was irrigated, and closed. The patient was treated with antibiotics ((B)(6)) for 2 weeks.